Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer to exchange the inspiratory printed circuit board (pcb). Medtronic was not on a patient at the time of the event.

Event description:
It was reported the ventilator failed oxygen (o2) sensor calibration. The ventilator was not on a patient at the time of the event.